Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer indicated that a falsely elevated architect stat troponin-I result was generated. The customer provided the following data for two patients: the customer provided the following results for one patient (lab cut-off 0.050): initial result 0.187 ng/ml, retest result 0.057; the specimen was tested in a second analyzer: <0.012; the specimen was retested on the original analyzer: <0.012. Customer states that another discrepant troponin result was produced. Sid (B)(6), initial 0.217, the results was questioned by the physician and the results was retested: 0.127 and retested on a second analyzer: 0.040. Patient was redrawn and the result on the original analyzer was: 0.040 and retested on a second analyzer 0.040. There has been no adverse impact to patient management reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved replacement of trigger and wash valves. There have been no further occurrences of discrepant results since the valve was replaced. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86, was identified.